Manufacturer narrative:
Date is approximate. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for gastrointestinal/pelvic floor. It was reported that patient experienced pain from an MRI. Patient stated that when they were put into the MRI machine, it had fried them where the stimulator was on the left pelvic down by the uterus and stated it was so painful. Patient stated it went on for 45 minutes and they were in pain for 2-3 months after they got out of the MRI machine. Patient stated that they were messed up for like 3 months. Patient stated their healthcare provider wanted them to have another MRI and they would not get back into the MRI machine with the stimulator in them. Patient stated they did not provide their device information to their MRI facility. No further complications were reported or anticipated.